Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter act diff 2 analyzer probe wipe block was leaking several milliliters of clear fluid. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the aspiration needle was out of alignment, causing the rinse block to come apart. During rinsing and dispensing, fluid would leak from the assembly. The fse positioned the probe properly and full operation returned. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
(B)(4).